Event description:
The patient was referred for a lead replacement only due to difficulties breathing. The device was checked and all values were within normal limits and the battery was 25-50%. After further discussion of the events with the patient it was revealed that they had discomfort and trouble sleeping as when they lay on their side and the device is going off, the experience pain/spasms in their abdomen area. But the patient noted that when they push down on their neck where the electrodes are located the spasms would stop. The surgeon ended up just doing a full revision for the patient. Per the physicians assessment, the reported shortness of breath, discomfort and muscle spasms are related to stimulation and the surgical intervention was for patient comfort and to preclude a serious injury. The explanted devices were not made available for return. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.